Event description:
As a replacement for the initial product which is out of stock, we are receiving the company sol-millenium medical. The piston of these syringes <slide> and it is very difficult to adjust a volume. The piston moves as soon as we no longer hold it in place.

Manufacturer narrative:
Following a thorough investigation into the reported issue, we carefully reviewed the device history record and analyzed archived samples from the same lot. No anomalies were found during the DHR review, and the samples met the required specifications in accordance with iso 7886-1:2017. Additionally, no trends related to this issue were identified during the track-and-trend analysis. However, as a further improvement to the device, an increase in the diameter of the gasket ring has been evaluated in order to slightly increase the friction of the gasket during piston movement. This modification will be managed in accordance with the change control procedure through the initiation of an engineering change request (ecr).